Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7073325.

Event description:
It was reported that following a lead revision procedure (MFR number 3006630150-2021-02332), the patient experienced numbness and difficulty moving the left leg. The physician believed it was not device related, however suspected that the new leads were putting too much pressure on her spinal cord due to scar tissue from the previous implant. The physician also suspected that the symptoms could be a side effect of medication administered during the procedure. After some imaging and observation, the physician opted to to explant the leads. The patient was doing well postoperatively. The explanted leads will not be returned.